Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 127 mg/dl, which is within the normal range. Technical support assisted the customer in resetting the pump, but the malfunction recurred. Customer reverted to using an alternate method of insulin therapy.